Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2017 labeled. Internal file number (B)(4). Correction: device code 1528 removed. Device code 2017 - excessive force. Adverse event/required intervention and hospitalization removed. Correction: serious injury changed to malfunction. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The omnilink elite instruction for use states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. Force was applied to the 10 x 39 mm omnilink elite balloon expandable stent system when it was unable to advance through the guiding catheter. Therefore, the shaft kinked and the device was simply removed from the anatomy. A 9.0 x 39 mm omnilink device was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified iliac artery that did not have any tortuosity and was 30% stenosed. A 10 x 39 mm omnilink elite balloon expandable stent system was used; however, it was unable to advance through a 6 fr guiding catheter and the shaft kinked. As the omnilink elite was stuck inside the 6 fr guiding catheter, the patient was sent to surgery to have the device removed. Another 10 x 39 mm omnilink elite was later used to successfully complete the procedure. No additional information was provided.